Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer contacted the healthcare provider to obtain alternate insulin therapy.